Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that an empty cartridge alarm was emitted by the pump when the cartridge had 24 units of insulin remaining. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: during evaluation, a review of the black box showed the remaining insulin when the cartridge was change at zero. During testing, the pump was primed until an empty cartridge alarm occurred. The cartridge was removed and zero units remaining was confirmed. There was no defect found during the investigation.